Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the moment the physician removed the burr from dynaglide mode, it was noted that the burr was unable to be removed from the guidewire in place. The rotawire became entrapped within the rotalink plus catheter. The only option was to remove both components together, so they lost the position in the patient artery. It was noted that they used and prepared the material per the instructions for use. No patient complications were reported.